Event description:
It was reported that a care alert was triggered for out of range high voltage impedances. Varying impedances were noted since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a care alert was triggered for out of range high voltage impedances. Varying impedances were noted since implant. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that a lead connection issue was confirmed. The lead was removed from the header and reinserted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.